Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly and no moisture damage on the keypad traces. There was no cosmetic damage on the device.

Event description:
Customer reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose reading was 450 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that the buttons were all unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.